Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during a rcr procedure, there was no suction. They stopped using the equipment. The electrode was received with its original box packaging. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The suction tube shows residues. The electrode tip shows signs of activation and biological residues. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris around the active tip and in the suction port. Procedural residue in suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. Following the activation test the blockage cleared and the flow specification value achieved. The blockage was caused by a build-up of tissue debris, which was visible in the suction catchment pot. A DHR review has been performed for the complaint device lot number u2101172; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction was blocked with the returned device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which was removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device had no suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.